Event description:
The product complaint report shows the customer alleged the audible alarm was intermittently operational. The hosp's biomedical personnel could not duplicate the reported event. No parts were replaced and after running successfully for many hours, the device was returned to svc. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report. Nellcor puritan bennett was not authorized by the customer to evaluate or repair the device.